Event description:
It was reported to nova biomedical by the consumer's spouse that, "his wife's blood glucose results were 'erratic'." It was reported that the consumer received a result of 327 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 213 mg/dl. During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter will be returned for evaluation. The test strips were consumed during troubleshooting.

Manufacturer narrative:
Test strip lot #1020213252. Expiration date: 09/2015 control solution lot # 1030312083. Range: 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.